Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported while trying to place clips on the cystic duct the clip applier would not hold the clip in the jaws of the applier. They opened another clip applier to finish the case. There was no consequence to the patient.